Event description:
While doing the procedure, dr. Noticed loop was broken, she immediately stopped and removed the loop from working element to inspect it. She informed the rest of the team to inspect the broken loop, looks like a 1 mm part is missing. X ray was done. Radiology attending read and interpreted x ray is clear and nothing is in the patient.